Manufacturer narrative:
Based on the claim against the product by the customer noting the patient side cart (psc) was running on battery, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and ordered two power supply cords. The fse investigated the issue with this system and found that the psc breaker kept tripping and would not stay on. Both power supplies were replaced then a power cycle was performed. The da vinci system powered on with a displayed error showing battery power was too low. The fse left the system plugged to charge it back up. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Both medical grade power supplies (mgps) were analyzed, and the customer reported issue was confirmed. The power switch would automatically flip off when the power switch was flipped on which caused the da vinci system to switch to battery. Per log review, the following was confirmed: an adrenalectomy procedure was performed on 02/06/2023 on system sk 5715. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors 817 related to loss of patient side cart (psc) power. The probable root cause for the psc running on battery is attributed to component failure. The power supplies were replaced to correct the reported issue. This complaint is considered a reportable event due to the following conclusion: the customer converted to another da vinci system after the start of the procedure due to a faulty power supply. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted adrenalectomy, the customer reported that the patient side cart (psc) was running on battery. The customer saw a flash and heard a pop then the psc switched to battery prior to calling in. The customer stated the circuit breaker was down and when turned back up they heard the pop and saw the flash. The technical support engineer (tse) advised the customer to check the power cord/outlet for damage and no issues were found. The tse also suggested to pull in a separate device to confirm wall power was good. All other device powered on with no issues. The customer then power cycled the system, but the issue persisted. The surgeon asked what options they had, and the tse explained that the psc would shut off after the battery depletes. It was noted that the case was two hours long. The tse expressed that the battery may not last two hours and suggested aborting to another da vinci system. The customer elected to end call as they are converting to other da vinci system. Three attempts have been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.